Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. Upon evaluation the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to the vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.

Event description:
The spouse of a (B)(6) female pt called zoll customer support to report that the pt's monitor made a loud screeching noise when the battery was inserted. The pt was issued a replacement monitor.